Event description:
The event is reported as: "complaint alleges that the stapler jammed/misfired during a procedure." No pt injury.

Manufacturer narrative:
The device history review (DHR) investigation did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it.